Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Notching of femur occurred during cutting. All checkpoints on femur and robot blade passed with low numbers on every check to enter bone prep for the respective cut. X-ray attached. Plan was 1 degree from indicated notching on final plan before cutting. Session file and log files uploaded to \complaints\(B)(6). Tka procedure.

Manufacturer narrative:
Reported event: an event regarding notching involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 424 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events of notching. There were 7 other reported events ((B)(4)). Conclusion: the case files (crisis log, patient session data, vplog data, and patient x-ray) were reviewed. An analysis of the warnings in the crisis log file, application workflow, femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints, burrlist and implant plan was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a ¿monitored tracker moved too fast¿ warning occurred during bone preparation indicating possible array movement. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The patient post-op x-ray was reviewed by an independent reviewer and confirmed notching on the anterior femoral cortex. The application software displays the notch warning after the femoral component is extended by = 1 degree or translated by = 1 mm from the implant plan which is within the accuracy tolerance region. A comparison of the burrlist and the patient implant plan shows that the femoral resections were made according to the plan. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Notching of femur occurred during cutting. All checkpoints on femur and robot blade passed with low numbers on every check to enter bone prep for the respective cut. X-ray attached. Plan was 1 degree from indicated notching on final plan before cutting. Session file and log files uploaded to (B)(6). Tka procedure.